Manufacturer narrative:
This supplemental report is submitted to correct the serial number. Update to section d4.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that no image was obtained with only one scope during connection. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. It has been over 9 years, since the subject device was manufactured. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is judged to be a phenomenon caused, by the patient circuit (pc) board failure. The cause of the pc board failure was not determined. The pc board was replaced onsite. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation. The suspect device was evaluated and repaired onsite by an olympus field service engineer. The fse determined the scope detection did not function and replaced the pc board to resolve the problem. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.